Manufacturer narrative:
This supplemental report is being submitted to correct the results of the legal manufacturer's final investigation. Corrected fields: d9, h6, h11. Based on the results of the investigation, the device was not returned to olympus for inspection. Olympus will continue to monitor field performance for this device. This report was sent in error as the device was not returned to the repair center and would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited a black image. There was no patient involvement.